Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: 3 years ago. Revision of shoulder components due to pain.

Manufacturer narrative:
In a review of the labeling, it is a known complication that there may be superficial or deep infections. As part of the preoperative assessment, the surgeon must ensure that no biological, biomechanical, or other factors exist that might adversely affect the surgery and/or postoperative period. Revisions or surgical interventions are a known complication found in joint replacements. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of patient infection of the shoulder joint devices is most likely due to the patient's underlying conditions, to include advanced age. This device is used for treatment, not diagnosis. Corrected data: device evaluated by MFR: no device evaluation pending.

Event description:
It was reported from the united kingdom that a patient experienced a revision surgery of shoulder devices due to infection. The shoulder was function well; however, the patient had a painful and swollen shoulder, so it was decided to revise it. The original shoulder system was revised in one stage to another shoulder system, with antibiotic cement to treat the known infection. The implant extraction and new implantation went well. The explanted devices were sent to microbiology for analysis and then disposed of. The patient had good range of motion and was sent home with no other noted complications or issues. The revision surgery was successful with no delays. There is no indication or complaint that the devices malfunctioned. No additional information was provided. This is one of eleven products involved with the reported event and the associated manufacturer report numbers are 1038671-2017-00714, 1038671-2017-00716, 1038671-2017-00717, 1038671-2017-00718, 1038671-2017-00719, 1038671-2017-00721, 1038671-2017-00722, 1038671-2017-00723, 1038671-2017-00724 and 1038671-2017-00736.